Manufacturer narrative:
Additional information was added: the device was received for evaluation. A visual inspection was performed which observed a hair loose inside the sealed packaging and touching the spike body. The hair was not in the fluid pathway and was approximately 0.5 inches in length. No functional testing was performed for this complaint. The reported condition was verified. The cause of the condition is related to a supplier manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hair in the vented inlet of a vented high-volume inlet device. This issue was identified during setup and prior to patient use. There was no patient involvement. No additional information is available.